Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported the patient got spinal cord stimulation (scs) system explanted yesterday due to infection. Rep doesn't have details as to where the infection is an when it started.